Event description:
It was reported that pump displayed malfunction code 9 with a related fault ID, and issue recurred even after reset, with no notable events occurring before malfunction and no reported impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with help from technical support, used mobile app to upload logs, agreed to continue using current pump as backup until replacement arrived, and followed instructions to place problematic pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within 10 days.